Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019 . The customer's service technician confirmed the reported switch pcba issue and replaced the switch pcba to address the reported problem. Replacing the switch corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that the unit was not going into diagnostics that the check mark was not working. There was no patient involvement. Event date not specified; estimate used.